Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (concentration 2800 mcg/ml, dose 139.3 mcg/day), bupivacaine (con centration 17.5 mg/ml, dose 0.871 mg/day) and dilaudid (concentration 5 mg/ml, dose 0.2488) via an implantable pump for non-malignant pain. A permanent motor stall occurred on an unknown date, per print report provided examined on (B)(6) 2016, multiple stalls were noted. On (B)(6) 2016, motor stall occurred at 12:53 and recovered at 13:38, motor stall occurred on (B)(6) 2016 10:29, recovered on an unknown date and time, motor stall occurred (B)(6) 2016 05:02, stopped pump period may exceed tube set message was noted (B)(6) 2016. The estimated elective replacement indicator (eri) was 22m there were no factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The pump was explanted and replaced on this report date and would be returned, at the time of this report, the hospital was still in possession of the explanted pump. The patient went into withdrawals until the pump was able to be replaced. At the time of this report the issue was resolved, patient status was ¿alive ¿ no injury¿

Event description:
Additional information was received from a company representative. The pump was still at the hospital as they have a process they go through following an explant. When the pump becomes available it will be returned to the manufacturer. It was believed the patient was doing well.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.